Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a patient. This case concerns a (B)(6) female patient who complained that she could not walk/couldn't work, pain was unbearable/most excruciating pain and left knee got swollen after receiving treatment with synvisc injection. Past drugs included first treatment with 3 bilateral injections of synvisc in (B)(6) 2013 which went fine. Concomitant medication included lidocaine. No medical history and concurrent condition were reported. On an unspecified date in 2013, the patient stated treatment with synvisc injection, at a dose of 2 ml (route, frequency, batch/lot and expiration date unk) in both knees for bilateral osteoarthritis. On an unspecified date in (B)(6) 2013 (last wednesday), the patient received third injection of synvisc of the series. It was reported that her lidocaine wore off when she got home and her right knee was fine. On unspecified dates in (B)(6) 2013, her left knee got swollen, pain was excruciating/pain was unbearable and she could not walk/could not work. It was reported that the patient had magnetic resonance imaging which clearly showed that the patient had bad reaction to synvisc. Corrective treatment: oxycodone hydrochloride (oxycontin) round the clock for the event of pain was unbearable/ most excruciating pain. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated with the global ptc number (B)(4) and the conclusion was pending for the same. Seriousness criteria: the event of could not walk/couldn't work was serious as per "ime." Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who could not walk after receiving synvisc for bilateral osteoarthritis. Although, the role of device cannot be ruled out based on the device event temporal relationship, yet role of underlying osteoarthritis in causation cannot be ruled out.